Manufacturer narrative:
The company rep observed that the incorrect ECG lead wires and trunk cable were being used. The company rep provided the correct ECG lead wire and trunk cables to the customer from non-inventoried parts. The unit was tested to factory spec. It functional normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, there was a short in the pt cable or lead wires; the EKG signal was not being continuously picked by the iabp and the pump would stop triggering on a pt. The iabp was replaced and the therapy was continued. No pt injury was reported.